Event description:
Philips received a complaint by the customer on the v60 indicating that the unit would not go into standby mode. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit would not go into standby mode. The remote service engineer (rse) and customer performed a troubleshoot together. It was discovered that the average air standard liter per minute (slpm) readout was -1.7. The rse advised that the slpm was outside of the performance verification test (pvt) air flow accuracy of -1 to 1 and that is why the unit will not go into standby. The rse provided the customer with the part number of the flow sensor assembly to order and replace. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.